Event description:
It was reported that during a procedure at the user facility, there was a small dark ring stain found on the patient after using the wire collet. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event. Mpts are being made to obtain additional information from the user facility; if new information becomes available, the decision will be re-reviewed.

Manufacturer narrative:
Evaluation conclusion: the device has been scrapped by the manufacturer. The device was evaluated by a manufacturer service technician. The reported event of a dark stain coming out of the device was not duplicated during the functional evaluation; however, the service technician did find broken lubrication coating the inside of the collet component upon disassembly.

Event description:
It was reported that during a procedure at the user facility, there was a small dark ring stain found on the patient after using the wire collet. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event. Mpts are being made to obtain additional information from the user facility; if new information becomes available, the decision will be re-reviewed.